Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of eating and not being able to calibrated due to information going off of display screen too quickly. Customer received calibration assistance. Customer also reported of having blood at site and high blood glucose of 453 mg/dl, which was treated with insulin pen.